Event description:
Discrepant results were obtained on the suspect device when compared to a lab. This occurred on five patients. The device results reported were 4.4, 7.4, 4.8, 4.6, 4.0 inr. The corresponding lab results reported were 3.0, 4.1, 3.2, 3.0, 2.6 inr. The reporter declined product replacement.